Event description:
It was reported that the pump touchscreen was unresponsive. During troubleshooting with Tandem Technical Support, the pump was reset resolving the issue and customer continued using the pump for insulin therapy. Customer¿s blood glucose (BG) level was displayed as "High", although a specific value was not given. Customer had not addressed BG at time of troubleshooting.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.